Event description:
It was reported that three weeks post-op to a gastric band procedure, the pt was experiencing nausea and tightness. The pt had not received any fills and reported to be compliant with their diet. An endoscope was performed and everything appeared to be fine. Due to pt intolerance, the band was explanted. The pt was discharged home and reported to be doing well.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.